Manufacturer narrative:
A manufacturer representative went to the site to test the device. Testing revealed that the mvs ups was not holding a charge. Replaced ups battery and verified system functions as intended. Evaluation of the returned power supply and power board assembly found no fault. Other relevant device(s) are: product ID: bi70000084, serial/lot #: (B)(4). Product ID: bi71000481, serial/lot #: unknown. Product ID: bi30000107, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used outside of a procedure. It was reported that when the mvs is unplugged from the wall the battery does not hold any charge and the system immediately powers down. No patient present.